Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a sterling es balloon catheter. There was dried blood in the guide wire lumen. A guide wire was protruding 107.0 cm from the hub, and 46 cm from the distal tip. The guide wire could not be removed from the catheter with gentle force so the devices were soaked to loosen and dislodge dried blood and contrast from the devices. The maximum outer diameter of the wire (measured with a calibrated laser micrometer) was .01648¿, whereas the sterling es is only compatible with .014¿ guidewires. Microscopic inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. It was also noted that the inner shaft and balloon were bunched up/damaged 5 and 19 mm from the tip. Examination of the material surrounding the bunched up inner did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered operational context as device performance was limited to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the left femoral using another manufacturers' 5f introducer. The 99% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery (ata). Another manufacturers' guide wire crossed the lesion and then a non-bsc extension wire was connected. This 2mm x 20mm x 142cm sterling es balloon catheter was advanced over the wire to the lesion and inflated twice to 6atms for 120 seconds each. The physician wanted to exchange the balloon catheter for a larger balloon; however, the sterling es balloon catheter became stuck with the guide wire during withdrawal. The devices were removed from the patient together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.